Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported symptom of 'over 20 instances of the " system error 322: link switch error (low)" 'was reproduced. A review of event history log revealed system error 322 - link switch error (low). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a faulty lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: over 20 instances of the "system error 322: link switch error (low)" in the biomed service department. There was no patient involvement. No additional information is available.